Event description:
Information was received from a patient via foreign who was receiving baclofen of an unspecified concentration at an unspecified dose rate via an implantable pump for severe spasticity, intractable spasticity, and head/brain injury. It was reported that the implant was originally performed in 2008 by a physician who had last reviewed the patient's case about 10 years prior. The patient experienced intrathecal baclofen (itb) withdrawal in the past. The date of the event was unknown (specific day, month, and year unknown). The last bout of baclofen withdrawal was described as unpleasant. The patient suffered withdrawal symptoms for months the last time until finally getting the drug through a family friend, a pediatrician working in miami who had written a prescription to the 32 year old patient at that time. The patient used to fly back and forth to miami for refills until 2014 or 2015, when they needed to replace the pump. They continued to perform pump refills independently sourcing drug from miami until the patient left to study in italy, where the patient was under the supervision of a now retired physician. Five years later, following a pump malfunction and re placement, the patient had returned to trinidad expecting things to continue as before, only to hit wall with a physician refusing to provide the same support he had previously, unless the patient schedules a re-evaluation. Currently the patient did not have a valid us visa any longer and their issue only was with sourcing the drug. The patient was currently in need of an itb pump refill but was unable to access the drug from their us/miami based physician. The patient was currently seeking alternative routes to access baclofen for a refill to be performed locally as was the case in the past.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.